Event description:
It was reported that the lead was undersensing. The sensitivity was adjusted lower due to the patient experiencing muscle stimulation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.